Event description:
On 08/19/2002, the pt's family member informed the MFR's rep of the following: device used twice, could not get device to work so pt sent for dye study. Device catheter was observed "cracked". Pt sent to have device removed, device catheter broke off and migrated to pt's heart. Broken device catheter removed through groin area during emergency surgery. Pt is going to get another device. Pt is fine.